Manufacturer narrative:
Additional information: g4, g7, h3, h10 (method, device evaluation, investigation results) correction: h3 based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the display board - dim u4 segment. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported the device had a weak 7 segment led. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device had a weak 7 segment led. No patient involvement.